Event description:
It was reported that during peritoneal dialysis (pd) therapy using a minicap transfer set, the screw cap broke causing the catheter and dialysate to leak. Subsequently, the patient was diagnosed with peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection with the naked eye of the provided picture showed broken occluder legs of the main body beneath the twist clamp which would cause an internal leak through closed twist clamp. Due to a photo only evaluation, the sample analysis was unable to perform a leak test confirming nor refuting an external leak at the twist clamp; however, the silicone tubing appears to be intact. The cause of the condition could not be determined; however, evidence of unknown substance around the threads of main body and twist clamp were observed, indicating the set was possibly exposed to foreign solvents, dyes, or cleaning agents during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.